Event description:
It was reported that when the catheter was removed from the patient, it was observed that the balloon was detached. Reportedly, during insertion of the catheter, the balloon was tested and found to work fine. However, there was difficulty with advancing the catheter past the depth of 30cm. The physician felt that the catheter was kinking. Follow up with the customer indicated that on the third attempt to pass the catheter, the patient's pa/cvp tracings ceased to display good tracings suggesting it had kinked. Catheter was somewhat difficult to remove, the two previous attempts the catheter came out intact. The balloon was deflated before removing the catheter each time. On third attempt to remove the pa catheter, the balloon was deflated but the catheter would not come out beyond the 25 cm. Depth mark without effort. It began to come out but once it did, it was noted that the balloon on the end of the pa catheter had sheared off entirely. Procedure was immediately halted, the pa catheter and introducer was completely removed from the patient. The insertion point was sutured closed. Intervention radiology was contacted and plans were promptly made to image the patient with a noncontrasted CT chest to look to see if the balloon was in the pulmonary arterial vasculature, the subclavian, or IV veins prior to attempting to retrieve the balloon. Further follow up with the nurse indicated that the physician was unable to retrieve the balloon, and the nurse also spoke with the physicians and they examined the introducer, and were unable to locate the balloon within the introducer. The introducer was an arrow device. The catheter is being returned, the introducer will not be returned.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon latex had detached between the proximal and distal bonds. Detached latex was not returned. Residual latex was present on both bond sites. Catheter was inserted through the returned non-edwards contamination shield without difficulties. Catheter body was kinked at 91 cm area, where the returned contamination shield was attached.